Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a 4.0x15mm xience sierra stent delivery system (sds) was prepared (air aspirated) prior to use without issues. The sds was advanced; however, a leak at the hub was noted. Upon further inspection, it was noted that there was a crack on the hub. The sds was removed, and the procedure was successfully completed with a new unspecified xience sierra stent. There were no adverse patient effects, and no clinically significant delay in the procedure. No additional information was provided.